Event description:
It was reported that the ilet user experienced a low insulin drug alert and requested assistance to replace the cartridge and infusion set. During the change, the infusion set was deployed incorrectly, and the user requested replacements with longer tubing, with the involved component identified as the infusion set/tubing. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure or method involving the infusion set/tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.